Event description:
Additional information received from the health care provider (hcp) reported that the patient&#38112;trial was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient during an advanced evaluation trial. The trial started on (B)(6) 2016. The patient was in the emergency room the night of (B)(6) 2016 and had an infection where the leads were. He unplugged the external neurostimulator and had an appointment with his physician on (B)(6) 2016.